Event description:
It was reported that there was a "break and are leaking. The catheter is removed from the hub."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of revk0740 showed two other similar product complaint(s) from this lot number.